Event description:
In 2008 at 4:20 pm, the lay user/ reporter (daughter) contacted lifescan (lfs) alleging that a onetouch ultra meter had segments missing issue. The complaint was classified based on the customer service rep (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain/verify additional info. The pt tests his blood glucose three times a day and manages his diabetes with sliding-scale insulin taken based on meter readings. The reporter stated that the meter issue first occurred on the previos month at 8:00 am and as a result, he did not make any changes in terms of his diabetes management. About a week after the alleged issue (on the same day lifescan was contacted at 10:30 am), the pt reportedly developed symptoms of lightheadedness and shakiness and was reportedly given "sweetened fruit". It is unk how the pt felt after self-treatment. It is also unk if the pt was still able to get readings from his meter after the pt reported the missing segments issue. This was not a new out of box product and the interface cable was not attached. The pt's products have been replaced. This complaint is being reported due to the following conclusions: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.